Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with postprandial hyperglycemia followed by hypoglycemia that the user attributed to overcorrection by the ilet and subsequent user overcorrection of the low, resulting in later hyperglycemia; the lowest value was 54 mg/dl and the highest was 279 mg/dl, and the user treated the low with oral carbohydrates. Symptoms included involuntary jerking movements without seizure and a low blood glucose measurement. Outcomes included transient hypoglycemia and hyperglycemia without hospitalization, medical intervention, or ketone testing. Investigation included complaint intake review, user education on device learning behavior and avoidance of overcorrection, and assessment of use pattern. Investigation of this case revealed no confirmed device malfunction and contributory user behavior in treating the low. It was concluded that the event involved hypoglycemia with cause unclear, followed by hyperglycemia after corrective intake, with no reportable injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.